Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation and although the indicated phenomenon was not reproduced. There is a crack on the side, indicating that a shock was applied to the video connector. At that time, it is likely that the internal charged coupled device (ccd) temporarily malfunctioned. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that the camera head had poor contact. Based on additional information received from the customer, it was found that there was a defective image. Therefore the event is considered a reportable malfunction. It is unknown when the event was found. There were no reports of patient harm.

Manufacturer narrative:
E1/establishment name: (B)(6). The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device image was not reproduced. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.